Manufacturer narrative:
Additional information: on an unreported date (in the same year as the peritonitis onset), the patient was discharged from the hospital. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in bacterial peritonitis. The peritonitis was manifested by cloudy peritoneal fluid. The breach in aseptic technique was further described as the patient had repeatedly made mistakes in performing pd procedure. The same day as the onset of peritonitis; the patient was hospitalized for the peritonitis event. On an unreported date, the patient was treated with unspecified antibiotics for the event. Seven days after event onset, the pd fluid was clear and the patient was recovered from the peritonitis event. Pd therapy was ongoing. At the time of this report the patient was scheduled to remain hospitalized for another ten days to continue antibiotic treatment as a precaution. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available as the reporter declined follow up.